Event description:
It was reported that the patient presented for a right ventricular (rv) lead revision. The rv lead was capped and replaced on (B)(6) 2025 for an unknown reason. The patient's status was unknown. Additional information was requested but not received.